Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 10sept2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When the air was set to 10 slpm, the unit delivered 257 slpm. When the oxygen was set to 10 slpm, it fluctuated between 250 and 10 then back to 250 slpm. It was advised that the flow sensor be replaced. The customer was also advised to swap out the motor controller board to see if it was causing the blower to fluctuate. The customer changed the air and o2 flow sensor module and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device failed air and oxygen accuracy testing. There was no patient involvement.